Event description:
Mss reviewed the pa testing results for this complaint¿s returned strips. The device evaluation was completed on (B)(4) 2014 and failed testing. The test strips was found to have results above the range when tested with control solution. There is no indication that the product caused or contributed to an adverse event.